Event description:
Implant and warranty registration card was received indicating the patient received a prophylactic battery replacement. Per the hospital that the patient had the replacement at, all explants are discarded and not returned. No additional relevant information has been received to date.

Event description:
It was reported by the patient that per their neurologist, their battery was defective. It was stated by the patient that they are programmed to the max settings and is not providing stimulation to them. Information was also received that per the patient, they are having an increase in seizures. No known surgery has occurred to date. No additional relevant information has been received to date.